Manufacturer narrative:
Onsite investigation was preformed and the field systems engineer was able to replicate the reported event as the computer failed to boot up. Replacement of the computer resolved the issue. No further issues were reported. Analysis of the returned computer could not confirm any failure as it passed all tests and operated within specs and without issues. A full system check-out of the new computer was completed and all tests passed. Full system functionality was confirmed.

Event description:
A site representative reported that, while in a spinal fusion procedure, the navigation system's monitors suddenly went blank. The power was still there but no signal. They rebooted the system and then saw "no input detected" on the monitors. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.